Event description:
The patient was undergoing right coronary artery stent deployment when the wire tip came off the main shaft. The wire tip migrated into a side branch and a stent was deployed over the wire to prevent any further wire movement.